Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 520 mg/dl at the time of incident. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that auto mode feature was active at the time of incident. Customer had experienced delayed in response as symptom at the time of incident. Customer had issue during priming process. Customer was treated with manual insulin injection or insulin pen. Troubleshooting was performed. The insulin pump will not be returned for analysis.